Manufacturer narrative:
Correction: section h.10 advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device. The recipient will be managed per center protocol. This is the final report.

Event description:
The recipient was in a car accident and reportedly experienced head trauma. The recipient presented with two bumps near the implant site. This is believed to have occurred from the magnet being too strong. Antibiotics were prescribed prophylactically and the magnet strength was reduced. The recipient's bumps have receded.